Event description:
Philips received a complaint on the efficia cm monito indicating that error for loudspeaker error had occurred. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer performed troubleshooting with the customer. The customer observes an error message displayed on the monitor. The rse recommended on-site repair speaker replacement. A philips field service engineer (fse) went to the customer's site and confirmed the monitor does not produce sound. Based on the information available and the testing conducted, the cause of the reported problem was speaker failure. The device was operational after repairs were completed.